Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 row b would not accept any cubies and continued to eject them. The customer also noted something had appeared to be a spill on the tray. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rowboards 1 and 2 were failed and had burnt and spilled spots. A field service engineer (fse) replaced both rowboards to resolve the issue and failed to show up but went through successful firmware update. Further the fse reseated the connections and rebooted but row 2 still failed. Following consultation with a senior engineer, it was determined that spill damage had compromised the data cable for row 2, preventing detection, leaving rows 1, 3, 4, and 5 operational. Since the customer was using a legacy full height drawer with no replacement parts available, a new enhanced full height drawer was ordered and installed. After replacement, the customer successfully installed all new cubies and completed the hardware test application final test successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 row b would not accept any cubies and continued to eject them. The customer also noted something had appeared to be a spill on the tray. However, there were no delays or adverse events or injuries reported based on this event.